Manufacturer narrative:
The customer submitted photographs for evaluation. Review of the photographs confirmed the reported blood leak in the centrifuge chamber. The evaluation was unable to determine the actual leak site. There is no observable twisting or damage to the drive tube in the photos. The cause of the blood leak appears to be lower bearing failure. However, evaluation of the returned photos was unable to determine the root cause of the bearing failure. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d132 was performed. There were no nonconformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided, as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break , and alarm #7; blood leak? (Centrifuge chamber). No trends were detected. However, a corrective and preventive action has already been initiated for complaint category, drive tube leak/break. Analysis of the photos sent by the customer is still in progress at the time of this report. A supplemental report will be filed when this analysis is complete. (B)(4). Not returned.

Event description:
Customer reported noisy centrifuge, a blood leak in the centrifuge chamber and alarm #7: blood leak? (Centrifuge chamber) at 130 ml whole blood processed during a patient treatment. The drive tube was broken next to the lower bearing. No blood was returned to the patient. The patient was reported to be stable and received a new treatment using a new kit. The customer elected not to return the kit for investigation; the kit was discarded. The customer sent photos for investigation.